Event description:
The patient continued to be hospitalized. The patient was readmitted on (B)(6) 2025 for infection. Treatment at time of admission was listed as "other". The patient's hospitalization was ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major driveline and pump pocket bacterial infection. The cause of the infection was dependent on the patient's condition and complexity of medical management. The patient was treated with medical therapy only.